Manufacturer narrative:
Original event reported in error. Power switch overlay failure is a non-reportable event. No allegation or indication that the ventilator did not start as initially stated. Customer was sent a new power switch overlay.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. The serial number cannot be confirmed.

Event description:
The customer reported that the replacement power switch overlay was not working. There was no patient involvement.